Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a 46-year-old asian female patient concerning herself. Additional information was received on 08-dec-2025, 09-dec-2025, 10-dec-2025, 11-dec-2025, 16-dec-2025, and 22-dec-2025 from the patient. The case was upgraded to serious based on the information provided on 22-dec-2025. The patient was neither pregnant nor breastfeeding and had no prior medical conditions. No information regarding previous filler treatments were available. On (B)(6) 2025, the patient received first treatment with 1 ml of restylane kysse (lot 22909-1) to the nose and chin (unknown injection technique and needle type). On (B)(6) 2025, the patient developed nasal swelling (implant site swelling), redness (implant site erythema), deformity/altered facial appearance (cutaneous contour deformity), intense pain (implant site pain), and palpable lumps (implant site mass), which she reported were compressing nerves/nerve injury/nerve damage (nerve compression) in the mouth area. The physician prescribed furosemide [furosemide], half a tablet every 24 hours for three days (B)(6) 2025), and aspirin [acetylsalicylic acid] every 8 hours for three doses, resulting in partial improvement. At her appointment on (B)(6) 2025, the patient reported drooping lip/forward deviation of the mouth/loss of mobility of mouth/difficulty controlling mouth and food spilling (facial paralysis). Subsequently, the physician treated the patient with 1 ml of restylane kysse (lot 22909-1) to the lips and temporal regions (unknown injection technique and needle type) and botox [botulinum toxin type a], which resulted in worsening swelling and further deformity. Restylane kysse was injected to nose, chin and temporal regions (off label use of device). As symptoms progressed, the patient sought alternative care. On (B)(6) 2025, she visited another physician who administered hyaluronidase [hyaluronidase] to the lips. On (B)(6) 2025, another physician applied an additional vial of hyaluronidase around the mouth, after which her condition began to improve. The patient described an 18-day evolution of severe adverse event, ultimately recovering with sequelae, including persistent difficulty speaking correctly (speech disorder) and facial asymmetry of her smile. On an unknown date in 2025, the patient sought evaluation by another physician, who informed her that a nerve in the mouth area had been affected, resulting in forward deviation of the mouth and significant difficulty speaking. The symptoms were ongoing. The patient remained under medical treatment and continued to experience sequelae, which she attributed to improper treatment procedure. She reported physical and emotional harm and held the clinic fully responsible for the damage to her health. The physician initiated unspecified corrective treatment for nerve injury/nerve damage in the mouth area, resulting in persistent loss of control, mobility of the mouth, inability to eat difficulty speaking, and persistent pain that had lasted for more than one month. The patient was not hospitalized, underwent no laboratory testing other than a device-based assessment for hyaluronic acid detection, and reported significant physical, emotional, and occupational impact characterized by a completely drooping lip and an altered facial appearance that she believed could not be corrected. The patient suspected the use of a non-genuine product and expressed concern about preventing similar incidents in the future. She stated that the syringes were presented without visible branding or original packaging. On 22-dec-2025, additional information was provided by the patient. She continued to experience lack of mobility in her mouth, with significant functional impairment, including inability to eat, smile, and difficulty speaking. The patient indicated that a prolonged period had passed without improvement describing physical, emotional, psychological, and financial harm. Additionally, the patient reported that the treatment had been performed by a student without any medical supervision at a well-known clinic associated with a highly recognized physician. The patient assessed the intensity of the events as severe. Outcome at the time of the report: swelling was recovering/resolving. Redness was recovering/resolving. Deformity/altered facial appearance was not recovered/not resolved/ongoing. Intense pain was recovering/resolving. Lumps was recovering/resolving. Compressing nerves/nerve injury/nerve damage was not recovered/not resolved/ongoing. Drooping lip/forward deviation of the mouth/loss of mobility of mouth/difficulty controlling mouth and food spilling was not recovered/not resolved/ongoing. Difficulty speaking correctly was not recovered/not resolved/ongoing. Restylane kysse was injected to nose, chin and temporal regions was recovered/resolved. Tracking list: v.0 initial report v.1 fu received on 29-dec-2025 and 05-jan-2026 from the patient herself and coding of event nerve injury updated to nerve compression. Information about nerve damage and functional impairment status was provided.

Manufacturer narrative:
Company comment: the serious expected events of nerve compression, facial paralysis, cutaneous contour deformity, and the unexpected event of speech disorder, and the non-serious expected events of swelling, mass, pain and erythema at the implant site, were considered possibly related to the treatment. Seriousness criteria included medical intervention and temporary impairment of body function. The potential root cause is the treatment procedure or user error. The unexpected event of speech disorder was likely secondary to the facial paralysis caused by potential nerve injury due to nerve compression. Restylane kysse was used off-label in the nose, chin, and temple areas. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. To date, seven case reports, including this case, have been reported for this lot number. However, only this case report involved the reported adverse events. The information available in this case does not indicate a non-conforming product or malfunction, as the root cause is linked to the treatment procedure. The investigations performed are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-dec-2025 by a 46-year-old asian female patient concerning herself. Additional information was received on 08-dec-2025, 09-dec-2025, 10-dec-2025, 11-dec-2025, 16-dec-2025, and 22-dec-2025 from the patient. The case was upgraded to serious based on the information provided on 22-dec-2025. The patient was neither pregnant nor breastfeeding and had no prior medical conditions. No information regarding previous filler treatments were available. On (B)(6) 2025, the patient received first treatment with 1 ml of restylane kysse (lot 22909-1) to the nose and chin (unknown injection technique and needle type). On (B)(6) 2025, the patient developed nasal swelling (implant site swelling), redness (implant site erythema), deformity/altered facial appearance (cutaneous contour deformity), intense pain (implant site pain), and palpable lumps (implant site mass). The physician prescribed treatment with furosemide [furosemide], half a tablet every 24 hours for three days ((B)(6) 2025), and aspirin [acetylsalicylic acid] every 8 hours for three doses, resulting in partial improvement. At her appointment on (B)(6) 2025, the patient reported drooping lip/forward deviation of the mouth/loss of mobility of mouth/difficulty controlling mouth and food spilling (facial paralysis) forward. Subsequently, the physician treated the patient with 1 ml of restylane kysse (lot 22909-1) to the lips and temporal regions (unknown injection technique and needle type) and botox [botulinum toxin type a], which resulted in worsening swelling and further deformity. Restylane kysse was injected to nose, chin and temporal regions (off label use of device). As symptoms progressed, the patient sought alternative care. On (B)(6) 2025, she visited another physician who administered hyaluronidase [hyaluronidase] to the lips, and later, on (B)(6) 2025, another physician applied an additional vial of hyaluronidase around the mouth, after which her condition began to improve. The patient described an 18-day evolution of severe adverse event, ultimately recovering with sequelae, including persistent difficulty speaking correctly (speech disorder) and facial asymmetry of her smile. On an unknown date in 2025, the patient sought evaluation by another physician who informed her that a nerve in the mouth area has been affected, resulting in forward deviation of the mouth and significant difficulty speaking. The symptoms were ongoing. The patient remained under medical treatment and continued to experience sequelae, which she attributed to improper treatment procedure. She reported physical and emotional harm and held the clinic fully responsible for the damage to her health. The physician initiated unspecified corrective treatment for nerve injury (nerve injury). The patient was not hospitalized, underwent no laboratory testing other than a device-based assessment for hyaluronic acid detection, and reported significant physical, emotional, and occupational impact characterized by a completely drooping lip and an altered facial appearance that she believed could not be corrected. The patient suspected the use of a non-genuine product and expressed concern about preventing similar incidents in the future. She stated that the syringes were presented without visible branding or original packaging. On (B)(6) 2025, additional information was provided by the patient. She continued to experience lack of mobility in her mouth, with significant functional impairment, including inability to eat, smile, and difficulty speaking. The patient indicated that a prolonged period had passes without improvement and expressed ongoing physical distress. The patient assessed the intensity of the events as severe and causality to the treatment as possible. Outcome at the time of the report: swelling was recovering/resolving. Redness was recovering/resolving. Deformity/altered facial appearance was not recovered/not resolved/ongoing. Intense pain was recovering/resolving. Lumps was recovering/resolving. Nerve injury was not recovered/not resolved/ongoing. Drooping lip/forward deviation of the mouth/loss of mobility of mouth/difficulty controlling mouth and food spilling was not recovered/not resolved/ongoing. Difficulty speaking correctly was not recovered/not resolved/ongoing. Restylane kysse was injected to nose, chin and temporal regions was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected events of nerve injury, facial paralysis, cutaneous contour deformity, and the unexpected event of speech disorder, and the non-serious expected events of swelling, mass, pain and erythema at the implant site, were considered possibly related to the treatment. Seriousness criteria included medical intervention and temporary impairment of body function. The potential root cause is the treatment procedure. The unexpected event of speech disorder was likely secondary to the facial paralysis caused by potential nerve injury. Restylane kysse was used off-label in the nose, chin, and temple areas. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. To date, seven case reports, including this case, have been reported for this lot number. However, only this case report involved the reported adverse events. The information available in this case does not indicate a non-conforming product or malfunction, as the root cause is linked to the treatment procedure. The investigations performed are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.